Event description:
Boston scientific crm received info that this right ventricular lead dislodged. Visual inspection of the lead noted tissue lodged within the helix and the helix was slightly bent. No adverse patient effects were reported.